Manufacturer narrative:
Date of event is estimated. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2021-05131, 3006705815-2021-05431. It was reported the patient's lead and ipg site were beginning to look infected. The patient was put on antibiotics, but that did not resolve the issue. As a result, the patient underwent surgical intervention during which the system was explanted with no complications.